Event description:
It was reported during a clinical follow up that an asymptomatic patient experienced post sensed t- wave oversensing on the ventricular channel. Therapy was not given during oversensing. Oversensing was noted in the stored egm. Programming was successful and patient is doing well.